Manufacturer narrative:
E2- health professional - n (no); e3- occupation - unknown (asku) the device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a failed leak test. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint (no problem detected), was either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. A device history review found no issues identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the image was not clear and blurry while using the camera head. The issue was found during preparation for use and there were no reports of patient harm.